Event description:
It was reported that the burr became stuck with the rotawire. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 1.50mm rotapro and a rotawire drive was selected for use. The rotapro was prepped and platformed at 190,000rpm outside the patient. The during the procedure, upon insertion of the device, it was noted that the burr got stuck with the rotawire. The stuck could not be released so the rotapro was removed from the patient's body together with the rotawire. The procedure was completed with a different device. No patient complications reported.